Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from switzerland by our edwards lifesciences affiliates, a 23 mm sapien 3 ultra resilia valve was being implanted in the aortic position via a right transfemoral approach. Due to native calcification and vessel tortuosity, pre dilation was performed. The esheath+ was inserted at a steep angle and rotated. During advancement of the delivery system through the esheath+, resistance was encountered. The transcatheter valve became lodged at a kink within the esheath+, resulting in visible damage to the valve frame, including a bent strut. All components were subsequently removed as a single unit. Inspection of the original esheath+ identified liner damage. A new valve kit was then used, and the replacement device was successfully implanted. According to the information provided, the patient did not experience injury and was discharged in stable condition. The reporter cited tortuosity, calcification, and insertion of the esheath in an inverted orientation as perceived contributing factors.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h3, corrected h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and updated h10 the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following observations were noted: one bent frame strut observed on the inflow side of the crimped valve. The valve was deployed during the pre-decontamination process. The bent frame strut corrected on expanded valve, and no other abnormalities on expanded valve. Due to the nature of the event, no applicable functional or dimensional testing was able to be performed. Imagery of the patient's anatomy was provided and the following was observed: calcification and tortuosity were present in the access vessels. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures-such as valve frame damage or compromised sheath and delivery system components-as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The valve frame damage was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (steep insertion angle, device manipulation) likely contributed to the event as the provided information received indicated that the patient presented calcification and tortuosity in the access vessels, and the sheath was inserted at a steep angle and rotated. Also, resistance was encountered while advancing the commander delivery system with crimped thv through the sheath. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Furthermore, a steep insertion angle with rotation can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or can increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief - particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.